Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer stylus tested out of specification as the housing was cracked and the cable was damaged. It was also noted that the programmer could not be powered on, both keyboard slides were cracked. All hinge bullets were missing. There was a cracked display cover observed and the paper tray was almost empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.